Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of initiating ventricular tachycardia (vt) due to biv trigger pacing. Biv trigger was pacing into a premature ventricular contraction (pvc), so it was difficult to tell whether the trigger pace or the pvc had initiated the rhythm. Technical services (ts) recommended turning off biv trigger pacing and adding rhythm ID templates to provide correlation information. This device remains in service. No additional adverse patient effects were reported.